Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to verify and duplicate the reported problem. It was determined that the latch lock sensor was the root cause and was replaced. The device then passed functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited did not recognize the cassette was attached to it. The event occurred during set up. There was no patient involvement, no patient injury was reported.